Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Due to characterization limit e1 event site address: (B)(6). Due to characterization limit e1 event side telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the safety disc of cs100 intra aortic balloon pump (iabp) was loose, and the safety disc guide rail is aged and damaged. There was no patient involved.

Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, g3, g6, h2, e1(nitial reporter) h6(type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the safety disk was loose due to an aged and broken locking component. The component was replaced and the issue was resolved. However, there was also a "k6a" malfunction and repairs are still pending as to resolve that issue the component is out of stock.

Event description:
N/a.